Event description:
Additional information as received that additional reprogramming was performed and resolved the pptwo. The patient was stable.

Event description:
During an in clinic follow-up, episodes of post-paced t-wave oversensing (pptwo) were observed on the device which resulted in the patient experiencing palpitations. Additionally, episodes of far-field r-wave oversensing resulting in inappropriate automatic mode switch were observed on the atrial channel of the device. Technical support was contacted and the device was reprogrammed to resolve the event. However, the pptwo continued, resulting in palpitations and emotional distress for the patient. Technical support was contacted and recommended additional reprogramming to resolved the event. No intervention has been performed at this time. The patient was stable and will continue to be monitored.